Manufacturer narrative:
On 25-sept-2021, mentor received additional information regarding the patient¿s information, procedure, revision surgery, and suspected medical device. The patient identifier is (B)(6). The patient¿s dob was estimated as (B)(6) 1976 based on available information. The patient underwent a revision breast augmentation with the suspected medical device. The diagnosis was confirmed based on ultrasonography. As a result, the patient underwent removal and replacement with a 275cc mentor memorygel breast implant (left catalog #: 3502751bc, left serial #: (B)(6). The suspected medical device was returned for evaluation. The relevant fields have been updated. On (B)(6) 2021, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned device revealed that the implant was found to be ruptured and received incomplete. Additionally, an anomaly was observed on the edges of the rupture consistent with shell abrasion. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Investigation summary: the analysis was completed based on a photo that was provided. Upon visual evaluation of the image provided in the complaint, the implant was observed to be ruptured. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Reason for device explant and/or reoperation: rupture. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with a 275cc mentor memorygel breast implant and experienced left-sided rupture postoperatively. As a result, the patient underwent explantation on (B)(6) 2021. The implantation date was estimated as (B)(6) 2011 based on available information.